Manufacturer narrative:
H6: updated method/results codes, conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/1993: [missing records: records for inguinal hernia repair were not provided.] On (B)(6) 1998: (B)(6). (B)(6), md, phd; (B)(6), md. Operative report. Preoperative diagnosis: recurrent right inguinal hernia. Postoperative diagnosis: right groin abscess. Operation performed: debridement and closure of right groin abscess. Assistant: (B)(6). Anesthesia: general endotracheal. Indications: mr. Gordon is a healthy, 33-year-old black male with a right inguinal hernia which was repaired back in 1993. The patient now presents with some swelling and bulging in the right groin. A diagnosis of recurrent right inguinal hernia was made and the patient now presents in the operating room for elective repair of his recurrent right inguinal hernia. Description of procedure: ¿after informed consent was obtained the patient was taken to the operating room and laid on the operating table in the supine position. General endotracheal anesthesia was then administered. The patient was prepped and draped in the standard sterile fashion. The right groin was then entered through the previous incision centered above the deep inguinal ring. This was performed using a #10 blade and bovie electrocautery was used to achieve hemostasis. Dissection proceeding through the dermis into the subcutaneous tissues. No significant amount of scarring. As we approached the anterior aspect of the external oblique fascia approximately 5 cc. Of purulent fluid were encountered. These were drained and the specimen was sent for culture and gram stain. The external oblique fascia was opened along the line of previous incision. There was no evidence of purulence below the external oblique fascia. The hernia repair felt intact deep. Our initial intention was to repair the recurrent hernia using mesh. However, because of the presence of purulence within the right groin this idea was abandoned. The floor of the inguinal canal appeared to be intact and the previous repair also seemed to be intact. At this point we reapproximated the external oblique using 0 vicryl interrupted sutures. The wound was copiously irrigated with antibiotic solution. After copious irrigation the wound was packed with moistened gauze soaked in antibiotic solution. The corners of the wound were reapproximated using skin stapling device and the middle of the wound was left open for packing. The patient tolerated the procedure well, there were no complications. Needle and sponge counts were correct x 2 at the conclusion of the procedure. Dr. (B)(6) was present and scrubbed for the entire procedure. Findings: right groin abscess, no evidence of recurrent hernia. Specimens: right groin abscess fluid sent for culture and grain stain. Estimated blood loss: less than 10 cc. Fluids: 700 cc. Crystalloid. Complications: none. Disposition: patient returned to the recovery room in stable postoperative condition.¿ on (B)(6) 1998: [missing records: a culture report detailing analysis of the specimens collected during the on (B)(6) 1998 procedure was not provided.] ??/??/??: [missing records: records for procedure/mesh implant prior to 08/24/00 were not provided.] On (B)(6) 2000: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: infected prosthetic mesh in right inguinal herniorrhaphy. Postoperative diagnosis: infected prosthetic mesh in right inguinal herniorrhaphy. Operation performed: removal of infected prosthetic mesh and takedown of right inguinal hernia repair. Assistant: gaines/minter. Description of procedure: ¿after informed consent had been verified, the patient was brought to the operating room and placed on the table in a supine position. The patient had an epidural anesthetic placed. Monitored anesthesia care was carried out. The patient was once had reached appropriate stage of anesthesia and analgesia, had the lower abdomen prepped and draped. The previous herniorrhaphy scar had a fistula in it. The herniorrhaphy scar was opened. A stylette was placed in the stricture and dissected down surrounding the fistulous tract to the external oblique which it penetrated and went down to infected mesh. The patient had a piece of prosthetic mesh wrapped around his cord beneath the external oblique fascia. The fascia was mobilized as best we could since there was considerable scar and, using the fistulous tract, we were able to get down to the mesh. We spent considerable time removing this piece of prosthetic mesh, dissecting it free and removing it from its attachments. Infected suture was removed as well as the mesh. The entire piece of mesh had areas of gross infection. This extended all the way down to the pubic tubercle where a notch showed that the infection extended to the periosteum and there was osteomyelitis. This is something we will follow up on after surgery. Once the entire mesh was removed, we irrigated the wound copiously and re-examined for residual pieces of the polypropylene mesh and/or suture. Where present, these were removed. The wound was then packed and then bandaged. The patient was taken out of the operating room to the recovery room in satisfactory condition. There were several problems confronting the patient; one is that we had to take down the entire hernia repair when we removed the mesh. The other is he will have to be evaluated for possible osteomyelitis. The other issue is that a gram's stain was performed and there were polys and there were gram-positive cocci on the gram's stain. Mesh, as well as suture material, was sent for culture and then for subsequent sensitivity. The entire piece of mesh was sent to pathology for histological examination with the exception of those sent for microbiology for culture. Once the cultures were sent and the termination of the procedure accomplished, final sponge and needle count was found to be correct. It should be noted the attending surgeon was present for the entire procedure, participated in the entire procedure and dictated this operative note. It also should be noted at the termination of the procedure utilizing aseptic technique, a foley catheter was inserted into the patient. The patient's blood loss was less than 30 cc. The patient had 400 cc urine output and received 1,000 cc of crystalloid during the procedure.¿ on (B)(6) 2000: (B)(6). (B)(6), md. Pathology report. Accession #: (B)(6). Specimen a: infected mesh right groin. Clinical history: 35-year-old male with history of infected mesh of right groin. Gross description: received the following specimen in the department of pathology, labeled with the patients name and hospital #: a. Infected mesh right groin. A. The specimen is received in formalin and consists of three irregularly-shaped pieces of firm, yellow-tan tissue which measure 2.5 x 2.4 x 1.5 cm in aggregate. No synthetic mesh material is grossly identified. Representative sections are submitted in single cassette a1. Diagnosis: a. Infected mesh right groin ¿ fibrosis and organizing inflammation (granulation tissue) of connective tissue. On (B)(6) 2000: [missing records: a culture report detailing analysis of the specimens collected during the 08/24/00 procedure was not provided.] On (B)(6) 2000: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: right recurrent inguinal hernia, removal of infected mesh from previous hernia repair. Postoperative diagnosis: right recurrent inguinal hernia, removal of infected mesh from previous hernia repair. Operation performed: laparoscopic right inguinal hernia repair (recurrent) utilizing dualmesh prosthetic material. Assistant: (B)(6). Anesthesiologist: (B)(6). Assistant: white. Description of procedure: ¿after informed consent had been verified, the patient was brought to the operating room and placed on the table in the supine position. After appropriate anesthesia preparation, the patient was induced under general endotracheal anesthesia. Once the appropriate stage of general endotracheal anesthesia had been obtained, a nasogastric tube was passed, and a foley catheter was inserted using aseptic technique. At this point, the right and left lower abdominal quadrants and genitalia were prepped and draped. A local anesthetic solution consisting of 30 cc of 2% lidocaine, 30 cc of 0.5% marcaine, and 0.4 cc of 1:1,000 epinephrine was mixed. Approximately 25 cc of this solution was used to infiltrate the sites through which the cannulas and trocars were placed. At this point, the lower portion of the umbilicus was infiltrated down to the linea alba with a local anesthetic. A small semilunar incision was made, extended down to the umbilicus, and the linea alba was opened under direct vision and the abdomen was entered. Upon entering the abdomen, a hasson type cannula was inserted through the path into the abdomen. It was sutured in place with stay ties. The abdomen was then insufflated with carbon dioxide gas to a pressure of 15 torr. The patient was placed in reverse trendelenburg position and rotated slightly towards the right. A laparoscope was attached to the video camera system and inserted through the hasson type cannula in the umbilicus to visualize the field. Examination revealed the defect from the previous right inguinal hernia which had been repaired anteriorly with mesh and which had become infected and had been subsequently removed. The defect was easily visible; there was no defect on the left. At this point, two additional trocars, 5 mm in size, were then placed. One was at the level of the umbilicus and near the anterior axillary line. The other was in the left lower abdominal quadrant and somewhere halfway between the level of the umbilicus and the anterior superior iliac spine level. All these trocars were inserted under direct vision after infiltrating the skin, subcutaneous tissue, fascial and muscle layers, and peritoneum with the anesthetic solution. Once the trocars were inserted, instruments were used visualize the operative field on the right side. The peritoneum was then stripped away from the posterior surface of the abdominal wall by injecting the area with saline through the irrigation/suction device. The peritoneum was incised at the level of the anterior iliac spine, running down towards the pubic symphysis. This was the level of the shelving edge of the inguinal ligament. The peritoneum was then opened. Flaps were superior and inferior. They were dissected and freed away by the use of electrocautery scissors, and hemostasis was carefully obtained. Eventually, the entire defect was easily visualized. A piece of gore-tex dualmesh with holes was then cut in an elliptical fashion to fit the area of the defect and have 3.0-3.5 cm margins circumferentially around the defect, which was not large. The material used was dualmesh with holes antimicrobial. It was item #1dlmph03, lot #p17390054. The appropriate size dualmesh was placed towards the bowel. The patch was put in place and tacked with the us surgical tacking device. None of the staples were put below the level of the inguinal ligament, and extreme care was taken now to involve any nerve in the area of the operative field. At this point, once the patch had been carefully placed over the vessels and the defect and the endo staples had been maintained above the inguinal ligament and taking care not to go below it, the peritoneum was then closed over the defect as best one could do. Once this had occurred, the area was irrigated. The irrigant was aspirated. Examination of the entire area revealed no bleeding. So, the trocars were then removed under direct vision, and the abdomen was insufflated, insufflation was relieved. Once the carbon dioxide had been expelled or absorbed from the abdomen, the 12 mm trocar site was closed with #0 polysorb suture. The wounds were then copiously irrigated, and all the skin incisions were then closed subcuticularly with the use of 3-0 bio-syn suture. Once this had occurred, the areas had been sutured closed, the areas had their margins cleaned, steri-strips and benzoin applied. The patient was then brought out from general anesthesia, taken to recovery room in satisfactory condition. The estimated blood loss was less than 20 cc. The patient received approximately 1,500 cc during the procedure and had a urine output of 500 cc. There were no complications.¿ the records confirm a gore® dualmesh® plus biomaterial with holes (1dlmph03/p17390054) was implanted during the procedure. On (B)(6) 2001: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: prosthetic material eroding into bladder wall, postoperative right inguinal hernia repair with prosthetic material. Postoperative diagnosis: postoperative right inguinal hernia repair utilizing prosthetic mesh, possible appendicitis with perforation and abscess involving prosthetic material, and possible closed small bowel fistula. Operation performed: celiotomy and removal of infected prosthetic material, debridement and drainage of abscess cavity, appendectomy, and small bowel resection with side-to side staple enteroenterostomy and application of a vac dressing. First assistant: (B)(6). Second assistant: (B)(6). The description of the procedure is as follows: ¿after informed consent had been verified, the patient was brought to the operating room and placed on the table in a supine position. After appropriate anesthesia preparation, the patient was induced into general anesthesia. Once the appropriate stage of general endotracheal anesthesia had been attained, a foley catheter was inserted using aseptic technique and a nasogastric tube was passed. The lower abdominal quadrants and genitalia were then prepped and draped. A local anesthetic solution consisting of 30 cc of 2% iidocaine, 30 cc of 0.5% marcaine, and 0.4 cc of 1:1,000 epinephrine was prepared. After preparation, the lower midline from the pubic symphysis to the umbilicus was infiltrated with 20 cc of this solution. A midline incision was then made extending from the umbilicus to the pubic symphysis. This was extended down to the linea alba. The linea alba was opened under direct vision, and the abdomen was entered. Upon entering the abdomen, an inflammatory mass was noted in the right lower quadrant, and a buchwalter retractor was placed to obtain optimal retraction and visualization of the area. The area was carefully dissected free, and there was an abscess cavity containing purulent material. A portion of this material was sent to pathology and microbiology for microbiological examination and culture. The pus was aspirated, and examination of the area revealed an abscess cavity which involved a loop of bowel which was approximately 20 cc proximal to the ileocecal valve. It also involved the appendix, and it also involved the graft material which was seen in the previous hernia defect. The graft material was easily removed without difficulty, and along with the graft material the staples which had held it in place came with it. A portion of this graft material was then sent to pathology for histological examination as well as microbiological exam and culture. This was placed in a culture tube and then sent to pathology. The appendix was then freed up. The appendix appeared to be inflamed, and it was difficult to tell whether this was actually appendicitis or was a secondary inflammation from infected prosthetic material. In any event, the mesoappendix was crossclamped and transected, and the vessels tied with a 0-silk tie. The base of the appendix was then divided utilizing a versifier handle containing a blue titanium alloy 60 mm 3.5 mm load. This was fired and the appendiceal stump was adequately closed, and the appendix was sent to pathology for histological examination. At this point a loop of small bowel was freed up, and it appeared that there was a closed perforation into the abscessed cavity. It was very difficult to tell exactly the time period when this occurred. The small bowel of the distal ileum was then divided proximal and distal to the perforation. The bowel had extensive adhesions and fibrous thickening, and the loop of bowel which was involved was taken back to where the normal-appearing bowel occurred. At this point the mesentery small openings were made, and the versifier handle containing a blue 60 mm titanium alloy was passed through and fired both proximal and distal to the perforation. The mesentery was then divided utilizing 2.0 mesenteric titanium alloy staple loads. The specimen, which was approximately 10-12 cm, was then removed and sent to pathology for histological examination. The antimesenteric margins of the two loops of bowel were then lined up, and enterotomies were made next to the staple line. The versifier handle containing a white 2.5 mm titanium alloy was then inserted and fired and formed a side-to-side enteroenterostomy. A ta-55 stapling device was used to close the enterotomy sites. The mesentery was reapposed with interrupted with 3-0 silk sutures. The entire area was carefully examined for leaks, and there were none. The suture lines were cauterized where necessary, which stopped the oozing. Once this had been accomplished, the entire area was carefully examined. The area was copiously irrigated. There was no more foreign material. Much of the abscess cavity was easily peeled off and removed. The midline was then closed after careful examination. The midline was closed with interrupted figure-of-eight #1 vicryl suture and a running #2 polypropylene suture. Once the midline was closed, a vac dressing was applied and attached to the vacuum device, and the patient was then brought out from anesthesia and taken to the recovery room in satisfactory condition. 30 cc was the estimated blood loss from the patient and urinary output 150 cc, and he received 1,600 cc of crystalloid during the procedure. The final sponge and needle count was correct. The attending surgeon was present for the procedure, participated in the procedure, and dictated the operative note.¿ on (B)(6) 2001: (B)(6). (B)(6), md. Pathology report. Accession #: (B)(6). Specimen: a. Intra-abdominal mesh; specimen: b. Small bowel distal poss fistula; specimen: b. 3 blocks; specimen: c. Appendix. Clinical history: 36-year-old male with two-week history of right-side pain. Inguinal hernia repair with mesh in august. Gross description: received the following specimen in the department of pathology, labeled with the patient's name and hospital #: a. Intra-abdominal mesh b. Small bowel distal, possible fistula c. Appendix. A. Specimen is received in formalin and consists of a 9.8 x 7.3 cm, roughly ovoid sheets of golden tan gore-tex mesh, which measures 0.1 cm in thickness. There is a triangular pattern identified on one surface of the specimen. Multiple metal springs are identified on the surfaces. The springs are primarily located at one perimeter edge. There is a 1.8 x 0.5 x 0.1 cm rectangular strip of rigid glistening, white material adherent to one edge of the specimen. The mesh is grossly intact. Representative sections are submitted in cassette al. B. Specimen is received in formalin and consists of a 12.5 cm long segment of small bowel with extensive adhesions and areas of dense fibrous thickening near either end. The specimen averages 3.2 cm in diameter and focal hemorrhage is present within the mesentery. The lumen is patent and mucosal folds are unremarkable. There is some thickening of the wall at either end where the fibrous tissue on the exterior is dense. No fistula is grossly identified. Representative sections are submitted as follows: b1 - en face; b2, b3 - representative sections of fibrous areas on serosa. C. Specimen is received in formalin and consists of a 7.3 cm long vermiform appendix which is covered on one surface by a 3.6 x 2.0 x 1.2 cm portion of yellow adipose tissue. The serosa is diffusely hyperemic and finely granular. A small amount of yellow-gray exudate is adherent to the serosa, at the mid portion of the specimen. The distal tip of the specimen is diffusely covered by tightly adherent blood clot. The specimen averages 0.7 cm in diameter. The lumen contains a small amount of clear fluid. No fecaliths are identified. The wall measures no more than 0.1 cm in thickness. The mucosa is glistening, tan and grossly unremarkable. The distal end of the specimen is sectioned to reveal dense, firm, gray-white, fibrous tissue which partially surrounds the appendix. No discrete masses or nodules are identified. No perforations are grossly identified. Representative sections are submitted in cassette c1. Diagnosis: a. Intra-abdominal mesh, excision: synthetic mesh and adjacent fibrous tissue with acute and chronic inflammation. B. Distal small bowel, excision: segment of small intestine with extensive serositis and serosal fibrovascular adhesions. C. Appendix, excision: appendix with serositis and serosal fibrovascular adhesions. On (B)(6) 2001: [missing records: a culture report detailing analysis of the specimens collected during the on (B)(6) 2001 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: codes 3221/11 the manufacturing records for device serial number (B)(6) are unavailable for review. Based on an implant date of (B)(6) 2000, the required record retention period of 10 years would have been exceeded, at the latest, on (B)(6) 2010. Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1690, 3191: appropriate term not available for ¿debridement¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span july 21, 1998 through december 7, 2001 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial with holes. Patient information: medical history: recurrent right inguinal hernia; right groin abscess. Prior surgical procedures: 1993: right inguinal hernia repair. (B)(6) 2000: removal of infected prosthetic mesh and takedown of right inguinal hernia repair. (B)(6) 2000: laparoscopic right inguinal hernia repair (recurrent) utilizing dual mesh prosthetic material. Implant: gore® dualmesh® plus biomaterial with holes. (B)(6) 2001: celiotomy and removal of infected prosthetic material, debridement and drainage of abscess cavity, appendectomy, and small bowel resection with side-to side staple enteroenterostomy and application of a vac dressing. Relevant medical information: (B)(6) 1998: debridement and closure of right groin abscess. Indications: ¿33-year-old male with a right inguinal hernia which was repaired back in 1993 . The patient now presents with some swelling and bulging in the right groin. A diagnosis of recurrent right inguinal hernia was made for elective repair of his recurrent right inguinal hernia.¿ findings: ¿right groin abscess, no evidence of recurrent hernia. Specimens: right groin abscess fluid sent for culture and grain stain.¿ procedure: ¿the right groin was then entered through the previous incision centered above the deep inguinal ring. This was performed using a #10 blade and bovie electrocautery was used to achieve hemostasis. Dissection proceeding through the dermis into the subcutaneous tissues. No significant amount of scarring. As we approached the anterior aspect of the external oblique fascia approximately 5 cc. Of purulent fluid were encountered. These were drained and the specimen was sent for culture and gram stain. The external oblique fascia was opened along the line of previous incision. There was no evidence of purulence below the external oblique fascia. The hernia repair felt intact deep. Our initial intention was to repair the recurrent hernia using mesh. However, because of the presence of purulence within the right groin this idea was abandoned. The floor of the inguinal canal appeared to be intact and the previous repair also seemed to be intact. At this point we reapproximated the external oblique using 0 vicryl interrupted sutures. The wound was copiously irrigated with antibiotic solution. After copious irrigation the wound was packed with moistened gauze soaked in antibiotic solution. The corners of the wound were reapproximated using skin stapling device and the middle of the wound was left open (B)(6) 2000: removal of infected prosthetic mesh and takedown of right inguinal hernia repair. Procedure: ¿ the previous herniorrhaphy scar had a fistula in it. The herniorrhaphy scar was opened. A stylette was placed in the stricture and dissected down surrounding the fistulous tract to the external oblique which it penetrated and went down to infected mesh. The patient had a piece of prosthetic mesh wrapped around his cord beneath the external oblique fascia. The fascia was mobilized as best we could since there was considerable scar and, using the fistulous tract, we were able to get down to the mesh. We spent considerable time removing this piece of prosthetic mesh, dissecting it free and removing it from its attachments. Infected suture was removed as well as the mesh. The entire piece of mesh had areas of gross infection. This extended all the way down to the pubic tubercle where a notch showed that the infection extended to the periosteum and there was osteomyelitis. This is something we will follow up on after surgery. Once the entire mesh was removed, we irrigated the wound copiously and re-examined for residual pieces of the polypropylene mesh and/or suture. Where present, these were removed. The wound was then packed and then bandaged. There were several problems confronting the patient; one is that we had to take down the entire hernia repair when we removed the mesh. The other is he will have to be evaluated for possible osteomyelitis. The other issue is that a gram's stain was performed and there were polys and there were gram-positive cocci on the gram's stain. Mesh, as well as suture material, was sent for culture and then for subsequent sensitivity. The entire piece of mesh was sent to pathology for histological examination with the exception of those sent for microbiology for culture.¿ (B)(6) 2000: pathology. Gross description: ¿a. Infected mesh right groin. A. The specimen is received in formalin and consists of three irregularly-shaped pieces of firm, yellow-tan tissue which measure 2.5 x 2.4 x 1.5 cm in aggregate. No synthetic mesh material is grossly identified. Diagnosis: a. Infected mesh right groin ¿ fibrosis and organizing inflammation (granulation tissue) of connective tissue.¿ ¿gram stain positive for gram-positive cocci.¿ (B)(6) 2000: preoperative diagnosis: ¿right recurrent inguinal hernia, removal of infected mesh from previous hernia repair.¿ implant procedure: laparoscopic right inguinal hernia repair (recurrent) utilizing dualmesh prosthetic material. [Implant: gore® dualmesh® plus biomaterial with holes, 1dlmph03/ p17390054, 10cm x 15cm x 1.5 thick, oval]. Implant date: (B)(6) 2000. Wound classification: not provided. Description of hernia being treated: ¿a small semilunar incision was made, extended down to the umbilicus, and the linea alba was opened under direct vision and the abdomen was entered. Upon entering the abdomen, a hasson type cannula was inserted through the path into the abdomen. It was sutured in place with stay ties. The abdomen was then insufflated with carbon dioxide gas to a pressure of 15 torr. The patient was placed in reverse trendelenburg position and rotated slightly towards the right. A laparoscope was attached to the video camera system and inserted through the hasson type cannula in the umbilicus to visualize the field. Examination revealed the defect from the previous right inguinal hernia which had been repaired anteriorly with mesh and which had become infected and had been subsequently removed. The defect was easily visible; there was no defect on the left. At this point, two additional trocars, 5 mm in size, were then placed. One was at the level of the umbilicus and near the anterior axillary line. The other was in the left lower abdominal quadrant and somewhere halfway between the level of the umbilicus and the anterior superior iliac spine level. All these trocars were inserted under direct vision after infiltrating the skin, subcutaneous tissue, fascial and muscle layers, and peritoneum with the anesthetic solution. Once the trocars were inserted, instruments were used visualize [sic] the operative field on the right side. The peritoneum was then stripped away from the posterior surface of the abdominal wall by injecting the area with saline through the irrigation/suction device. The peritoneum was incised at the level of the anterior iliac spine, running down towards the pubic symphysis. This was the level of the shelving edge of the inguinal ligament. The peritoneum was then opened. Flaps were superior and inferior. They were dissected and freed away by the use of electrocautery scissors, and hemostasis was carefully obtained. Eventually, the entire defect was easily visualized.¿ implant size and fixation: ¿a piece of gore-tex dualmesh with holes was then cut in an elliptical fashion to fit the area of the defect and have 3.0-3.5 cm margins circumferentially around the defect, which was not large. The material used was dualmesh with holes antimicrobial. It was item #1dlmph03, lot #p17390054. The appropriate size dualmesh was placed towards the bowel. The patch was put in place and tacked with the us surgical tacking device. None of the staples were put below the level of the inguinal ligament, and extreme care was taken now to involve any nerve in the area of the operative field. At this point, once the patch had been carefully placed over the vessels and the defect and the endo staples had been maintained above the inguinal ligament and taking care not to go below it, the peritoneum was then closed over the defect as best one could do. Once this had occurred, the area was irrigated. The irrigant was aspirated. Examination of the entire area revealed no bleeding. So, the trocars were then removed under direct vision, and the abdomen was insufflated, insufflation was relieved. Once the carbon dioxide had been expelled or absorbed from the abdomen, the 12 mm trocar site was closed with #0 polysorb suture. The wounds were then copiously irrigated, and all the skin incisions were then closed subcuticularly (sic) with the use of 3-0 bio-syn suture. Once this had occurred, the areas had been sutured closed, the areas had their margins cleaned, steri-strips and benzoin applied.¿ explant preoperative complaints: (B)(6) 2001: preoperative diagnosis: ¿prosthetic material eroding into bladder wall , postoperative right inguinal hernia repair with prosthetic material.¿ postoperative diagnosis: ¿postoperative right inguinal hernia repair utilizing prosthetic mesh, possible appendicitis with perforation and abscess involving prosthetic material, and possible closed small bowel fistula.¿ explant procedure: celiotomy and removal of infected prosthetic material, debridement and drainage of abscess cavity, appendectomy, and small bowel resection with side-to side staple enteroenterostomy and application of a vac dressing. Explant date: (B)(6) 2001. Wound classification: not provided. ¿a midline incision was then made extending from the umbilicus to the pubic symphysis. This was extended down to the linea alba. The linea alba was opened under direct vision, and the abdomen was entered. Upon entering the abdomen, an inflammatory mass was noted in the right lower quadrant, and a buchwalter retractor was placed to obtain optimal retraction and visualization of the area. The area was carefully dissected free, and there was an abscess cavity containing purulent material. A portion of this material was sent to pathology and microbiology for microbiological examination and culture. The pus was aspirated, and examination of the area revealed an abscess cavity which involved a loop of bowel which was approximately 20 cc proximal to the ileocecal valve. It also involved the appendix, and it also involved the graft material which was seen in the previous hernia defect. The graft material was easily removed without difficulty, and along with the graft material the staples which had held it in place came with it. A portion of this graft material was then sent to pathology for histological examination as well as microbiological exam and culture. This was placed in a culture tube and then sent to pathology. The appendix was then freed up. The appendix appeared to be inflamed, and it was difficult to tell whether this was actually appendicitis or was a secondary inflammation from infected prosthetic material. In any event, the mesoappendix was crossclamped and transected, and the vessels tied with a 0-silk tie. The base of the appendix was then divided utilizing a versifier handle containing a blue titanium alloy 60 mm 3.5 mm load. This was fired and the appendiceal stump was adequately closed, and the appendix was sent to pathology for histological examination. At this point a loop of small bowel was freed up, and it appeared that there was a closed perforation into the abscessed cavity. It was very difficult to tell exactly the time period when this occurred. The small bowel of the distal ileum was then divided proximal and distal to the perforation. The bowel had extensive adhesions and fibrous thickening, and the loop of bowel which was involved was taken back to where the normal-appearing bowel occurred. At this point the mesentery small openings were made, and the versifier handle containing a blue 60 mm titanium alloy was passed through and fired both proximal and distal to the perforation. The mesentery was then divided utilizing 2.0 mesenteric titanium alloy staple loads. The specimen, which was approximately 10-12 cm, was then removed and sent to pathology for histological examination. The antimesenteric margins of the two loops of bowel were then lined up, and enterotomies were made next to the staple line. The versifier handle containing a white 2.5 mm titanium alloy was then inserted and fired and formed a side-to-side enteroenterostomy. A ta-55 stapling device was used to close the enterotomy sites. The mesentery was reapposed (sic) with interrupted with 3-0 silk sutures. The entire area was carefully examined for leaks, and there were none . The suture lines were cauterized where necessary, which stopped the oozing. Once this had been accomplished, the entire area was carefully examined. The area was copiously irrigated. There was no more foreign material. Much of the abscess cavity was easily peeled off and removed. The midline was then closed after careful examination. The midline was closed with interrupted figure-of-eight #1 vicryl suture and a running #2 polypropylene suture. Once the midline was closed, a vac dressing was applied and (B)(6) 2001: pathology. Specimens: intra-abdominal mesh; small bowel distal, possible fistula; appendix. Gross: ¿specimen is received in formalin and consists of a 9.8 x 7.3 cm, roughly ovoid sheets of golden tan gore-tex mesh, which measures 0.1 cm in thickness. There is a triangular pattern identified on one surface of the specimen. Multiple metal springs are identified on the surfaces. The springs are primarily located at one perimeter edge. There is a 1.8 x 0.5 x 0.1 cm rectangular strip of rigid glistening, white material adherent to one edge of the specimen. The mesh is grossly intact.¿ distal small bowel, excision: ¿specimen is received in formalin and consists of a 12.5 cm long segment of small bowel with extensive adhesions and areas of dense fibrous thickening near either end. The specimen averages 3.2 cm in diameter and focal hemorrhage is present within the mesentery. The lumen is patent and mucosal folds are unremarkable. There is some thickening of the wall at either end where the fibrous tissue on the exterior is dense. No fistula is grossly identified.¿ appendix, excision: appendix with serositis and serosal fibrovascular adhesions.¿ ¿no perforations are grossly identified.¿ diagnosis: ¿intra-abdominal mesh, excision: synthetic mesh and adjacent fibrous tissue with acute and chronic inflammation .¿ ¿distal small bowel, excision: segment of small intestine with extensive serositis and serosal fibrovascular adhesions.¿ ¿appendix, excision: appendix with serositis and serosal fibrovascular adhesions.¿ (B)(6) 2001: a culture report detailing analysis of the specimens collected during the procedure was not provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: p17390054. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2000, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2001, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscess, mesh explantation, mesh removal, debridement, additional surgery. Additional event specific information was not provided.